Event description:
It was reported the insulin pump was alarming button error and customer was unable to clear the alarm. The buttons on the device were not responding. Customer stated her belt clip was broken, so she has been storing the device in her bra. Customer does not recall blood glucose level at the time of event or any significant event which may have caused the alarm to occur. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.